Event description:
Zoll ECG pads placed on patients. Defibrillator pad failure. Pads appeared to have good contact to patient. Pads read "poor pad contact." Unable to deliver shock during code blue event. Pads immediately switched out and shock delivered. Pad 1 wire broke upon removal of sticky pads. Outside packaging not available. Numbers on wires: (B)(6).